Event description:
While the ge service rep was performing a pm he found a hv cable with a torn spot on the outer casing.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.